Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 67 mg/dl and high blood glucose levels of 444 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the injection. Customer's blood glucose value was 444 mg/dl at the time of the incident. Customer's current blood glucose value was 299 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal. Customer stated approximate size of air bubbles is 1/4 inch size in the reservoir. There were no site or insulin issues. Customer performed an hp test and test results of no delivery occured. Customer was explained about the 2 high blood glucose rule. Customer stated approximate size of air bubbles is possibly 1/4 inch and air bubbles were successfully removed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.